Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced insulin flow blocked alarm and received sensor updating alert. The customer reported no adverse event. The event involved products mmt-1884, mmt-342, mmt-441ag and mmt-7040a. Troubleshooting was not performed. No harm requiring medical intervention was reported. No product return is required for mmt-1884, mmt-342, mmt-441ag and mmt-7040a.

Manufacturer narrative:
The pump passed self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted. Successfully downloaded history files and traces using thump. Please see below for the date range listed in the formatted history file. The formatted history file lists data from 04/18/2025 to 06/06/2025. There was no data available to verify no delivery alarm/insulin flow blocked alarm in the formatted history file on the event date of 08-apr-2025. No unexpected no delivery alarm/insulin flow blocked alarm noted during testing. There was no data available to verify unexpected pump error(s)/alarm(s) noted 2 days prior to the event date of 08-apr-2025. The pump was programmed with a test guardian link (3) transmitter and a glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 240 mg/dl properly on the display graph. No unexpected sensor errors or sensor anomaly (sensor updating alert) were noted during testing. The pump was cut open to perform visual inspection and found slight corrosion on the pcba 1 and pcba 2. No corrosion or moisture damage found on the force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (22.80 mv). The test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. The pump passed all the required testing. Customer alleged for no delivery alarm/insulin flow blocked alarm and no current code - sensor anomaly (sensor updating alert) were not confirmed. However, during visual inspection slight corrosion was found on the pcba 1 and pcba 2. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.